Event description:
Fistula: a 61 y/o female recieved 5 sheets of seprafilm following a procedure to lyse adhesions on 8/10/97. On 9/23/97, the pt was re-operated on for excessive drainage from multiple fistulas to thhe vertical abdominal incision. The pt was discharged in 12/97. The reporting physician has not provided any add'l details regarding the pt's hospitalization despite repeated requests for info. The reporting physician indicated the event was possibly due to seprafilm usage.